Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 410mg/dl, 216mg/dl, 198mg/dl and 196mg/dl. No reported actions taken or treatment rendered. No adverse event reported. A request was made for the return of the suspected product; replacement was sent.